Event description:
It was reported thresholds were fine, but the high threshold alert has gone off. It was further reported there were small r-waves and t-wave oversensing (twos) possibly due to a bad lead position. There is noise on the far-field signals as myopotentials. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.